Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call indicating that the insulin pump was not giving the correct insulin to the customer resulting in high blood glucose. The insulin had not given any alarms at all. The customer was given insulin pen for back-up. The customer's blood glucose level was 14 mg/dl. Troubleshooting was not performed because the customer was at work during the call. The customer was advised to call back when they get home to perform troubleshoot.